Event description:
It was reported by service report that the patient left siderail does not lock into place. It is unknown if there was patient involvement or if there are adverse consequences to report.